Manufacturer narrative:
Adverse event problem: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) on the morning of (B)(6) 2022 with shortness of breath, fatigue, and lethargy. Rapid response called for sudden onset of respiratory distress. The patient was then admitted for blood transfusions for hemoglobin/ hematocrit (h/h) 0f 5.5/20, creatinine of 7.2. There was no signs and symptoms of bleeding and stool guaiac was negative. The patient reportedly had end stage renal failure due to focal segmental glomerulosclerosis (fsgs) and was with advanced heart failure. The patient was to get bedside echocardiogram and was to be transferred to the intensive care unit for bilevel positive airway pressure (bipap) and swanz. On (B)(6) 2022 the patient passed away due to multisystem organ failure.

Event description:
The submitted log file noted and electrostatic discharge (esd) event on (B)(6) 2022 at 0019 while using the mobile power unit (mpu) where the pump was off for 4 seconds. Low speed advisory event was also captured on (B)(6) 2022 due to the fixed speed set lower than the low-speed limit of 5400 rotations per minutes (rpm) instead of 5600rpm. The site was trying to change pump speed to optimize the patient. The patient's death was not related to the device, and the pump was not returned.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct relationship between the device and the reported multi system organ failure, low hemoglobin and hematocrit, and patient outcome could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log files confirmed a pump stop that appeared consistent with an electrostatic discharge (esd) event. The left ventricular assist device (lvad) event log file contained events from (B)(6) 2022 to (B)(6) 2022. The lvad log files appeared to capture the pump operating as intended. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists multiple organ failures (including respiratory failure and renal failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Section 6 entitled ¿patient care and management¿ explains that strong static discharges should be avoided. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Heartmate 3 lvas patient handbook section 1 entitled ¿introduction¿ warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.